Event description:
A self filling ats blood bag, 700 ml volume, was self inflated prior to patient atrium connection or patient use. Two others with same lot number were already inflated in package before use. There was no patient harm.